Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity related to complaint was observed in pump histories. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: blood glucose (bg) levels on (B)(6) 2013 have been between 50-58mg/dl; currently 58 mg/dl with shakiness and blurry vision. Patient had eaten a high fat high fiber breakfast. She treated low bg with fast acting carbohydrate and suspended pump, also made some adjustments in basal rates. Customer support (cs) review of pump found that patient is not using the ezcarb bolus appropriately, not checking bg, only putting in carbohydrates eaten, guessed on amount of carbohydrate eaten which are the probable contributors to low bg. Patient is also self- adjusting basal rates without discussing with hcp. Cs advised patient on importance of putting in carbohydrate and bg when completing ezbg, explained how bg value, carbohydrate eaten and iob is calculated when ezbg/ezcarb is used. Does not remember the last time I:c ratio was evaluated, covered extra carbohydrates last night with an estimated amount of insulin needed. Advised on effects of food high in fiber and fat can affect the absorption of carbohydrate, therefore effecting the bg at different rates as it was noted this a.m. The patient ate a whole grain bagel and peanut butter and states bg was rising slowly. Cs advised patient that pump review found no evidence that pump is malfunctioning, and to contact hcp for clinical recommendations/review/test pump settings as needed and to make changes as discussed above. Patient states placing pump back on now that bg is 75 mg/dl and she is feeling better, advised patient to monitor bg closely and frequently over the next several hours as she has not had any basal and has corrected with fast acting carbohydrate and due to the fiber/fat content in breakfast this a.m. This complaint is being reported due to the patient having hypoglycemia following the use error of not using the ezbg/ez carb functions properly.